Event description:
It was reported that the pt was taken to the emergency room twice experiencing severe withdrawal symptoms. Fifteen days later the pt was taken to surgery and the hcp found that 15 cm of the pump catheter had sheared off in his intrathecal space. The pump and catheter were replaced. The piece of catheter remained in the intrathecal space. The type of medication delivered by the device system was not reported.